Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14-sep-2020 / serial#:(B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 16-apr-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) there was a rise in thresholds/ pacing problem after the tether of the delivery system was pulled. The leadless ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.